Manufacturer narrative:
Not reported.

Event description:
A patient in the (B)(6) was undergoing a dialysis treatment via a gamcath ms-gdhk-1315 dolphin vascular access catheter. Approximately 3 hours into the treatment the venous limb of the vascular access catheter "snapped." The line was immediately clamped. The patient became agitated and developed a headache, transient tachycardia and hypoxia. The patient was provided oxygen and was put in trendelenburg position. The patient's symptoms improved. A CT scan was performed and there was no evidence of cerebral, cardiac or pulmonary air embolism.